Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. Microscopic inspection on the distal shaft confirmed that the inner shaft was buckled with a hole at the distal edge of the bicomponent weld. The buckling is consistent with the technique used to remove the product mandrel and balloon protector from the device. The hole is consistent with a guidewire puncturing through the buckled location of the shaft. There was a hole in the outer shaft as well, confirming there was force applied when attempting to advance the guidewire through the catheter.

Event description:
Reportable based on analysis completed on 30-jul-2019. It was reported that difficulty loading a wire occurred. During a percutaneous coronary intervention, a 12mm x 2.50mm nc quantum apex was used but a non-bsc guidewire could not pass the device. While advancing the wire some centimeters, the wire became stuck at the entry of the device (at the end of the balloon). The event was noted to have occurred outside the patient. The device was exchanged and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable following the procedure. However, returned device analysis revealed a hole in the outer shaft.